Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the hi-torque balance middleweight hydro guide wire met resistance during removal with the electrophysiology lead implantation device. No other device was necessary to complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection were performed on the returned device. The reported difficult to remove could not be tested as it was based on operational context. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficult to remove appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance during removal. Factors that may contribute to difficulty during removal include, but are not limited to, inner diameter of other devices, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, analysis of the returned wire noted misaligned/stretched coils and bends on the distal tip. Damage to the coils and tip would impact maneuverability within the anatomy, likely contributing to the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.